Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer changed the pump supplies to address the issue. Additionally, the customer reported that the pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged insulin delivery issue could not be verified. Additionally, the cartridge air bubble issue could not be verified as the product was not returned for investigation.